Event description:
Customer reported a broken screen on their device, and upon inspection of the pump, technical support confirmed the screen was indeed broken and while the pump powered on, the screen remained black. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.